Event description:
The patient reported that she was "pinned" in a CT machine. She stated she now has "trouble with the wires". The patient stated the healthcare professional (hcp) confirmed the leads had "moved some". Since that time, the patient experienced a loss of therapeutic effect; the patient had no stimulation in her lower leg; the coverage area of the stimulation had changed. The hcp tried reprogramming, but was unsuccessful. The patient was at home and her status was reported to be good. The patient was encouraged to contact her hcp. The hcp reported that the cause of the event was a faulty CT table according to the patient's history. The hcp was considering revision of the retrograde lead. The patient outcome was reported as "non-serious injury/illness".